Event description:
The patient was implanted on (B)(6) 2019. The patient returned to heavy physical work 10 days post-implant and developed device-related infection at the ipg incision. The infection migrated to the ipg pocket and stimulation lead. Inspire system was explanted on (B)(6) 2019.